Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the leak was not at the rbc (red blood cell) bath. The fse determined the leak was due to a cut in the tubing in pinch valve (pv37). The tubing from feed through fitting ff107 to manifold mf11 was cut. This line provides pressurized diluent from sheath tank to the manifold. The fse replaced all tubing at pv37. The instrument ran without any leaks and all repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The customer reported the leak was from the rbc (red blood cell) bath of the instrument. The volume of the leak was about 10 ml and it was not contained within the instrument. The customer was wearing personal protective equipment of lab coat, gloves, and goggles when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.